Event description:
It was reported that the external pulse generator would not stay powered on. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Upper and lower cases are broken. Battery contacts are compressed. Keyboard pad is contaminated and has a cosmetic issue. Battery release and ring cover are contaminated. One side bail cover is broken.